Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: five curved openings, total delamination on the plug strap disk shell, brown particles in the shell and a fold crease. A leak test and microscopic analysis were performed which identified: five striated openings and total delamination on the plug strap disk shell. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: five striated openings due to surgical damage consistent with the use of some surgical tool and total delamination on the plug strap disk shell (adhesive failure).

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, "over 300cc of fluid were drawn [on unspecified side]" and "ruptured". Device has been explanted.

Event description:
Healthcare professional reported right side "ruptured".

Manufacturer narrative:
The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade IV further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and "over 300cc of fluid were drawn (on unspecified side)". Device has been explanted.